Event description:
Caller reported a cartridge alarm 20, leading to a situation where the customer's blood glucose level was displayed as "high," but the specific value was unknown. There was no adverse impact to the customer's blood glucose level. To manage the high blood glucose, the customer performed a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support (cts) confirmed the issue did not occur during the load process and arranged for a replacement pump, advising the caller that the new pump would have updated software. The customer was instructed to return the problematic pump to tandem and to program and connect their continuous glucose monitor to the replacement pump. Instructions for putting the pump into storage mode were also provided.